Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event(s): (B)(6) 2017: blood sugars went up/having trouble keeping them under control; (B)(6) 2017: uti.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they found out a couple a weeks ago that they had a urinary tract infection (uti) which they had been under treatment for. The patient stated that they still had frequency which had come back because their blood sugars went up for a while (had trouble keeping them under control) and had to pee a lot as a result. There were no further complications reported or anticipated.